Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a cataract extraction procedure the handpiece was not functioning and the system was alerting the staff of an occlusion. The tip and handpiece were replaced with no resolution to the issue. Technical staff recommended to confirm the cassette was working. Staff confirmed system and cassette were working but the handpiece had not been tuned. The handpiece was tuned and the case was completed.